Event description:
On (B)(6) 2013, the distributer contacted animas and reported moisture in the pump's display screen. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 02/03/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/24/2014 with the following findings: a visual inspection revealed moisture in the pump. There was moisture found behind the display lens. Testing was unable to be completed due to the pump not powering up upon startup. There was no evidence of moisture in the battery or cartridge compartments. There were no visible cracks or damage found to the pump case. A leak test was performed; the pump passed leak test. The pump was opened; moisture residue was found on the internal components and on the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.